Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the smiths medical, cadd administration set, new once piece tubing was leaking at the air filter. It was reported the doctor is changing the user's medications. Per reporter the lot number is unknown no additional information is available at this time. No adverse patient effects were reported.